Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4). Syringes were not returned for evaluation. Most likely underlying root cause: (B)(6): there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 26-jun-2025 to ensure that the initial concern was resolved - able to establish contact with customer who stated the initial concern has not been resolved and he is still experiencing the same issue with the syringes. Customer declined to be sent additional replacement product; customer stated he no longer wants to use the syringes.

Event description:
Consumer reported complaint for the replacement trueplus single-use insulin syringes sent on internal report number (B)(4). Complaint was reported via e-mail. Customer's e-mail stated he was experiencing the same issue with the replacement 31g syringes, that he was unable to "get the air completely out" (customer had reported on (B)(4) that this causes inaccurate dispense of insulin). No symptoms and no medical attention associated with the use of the product was reported. Manufacturer attempted to contact customer by telephone to provide further assistance and was unable to contact customer at this time. No further information, including syringe lot information, was able to be obtained.